Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Manufacturer narrative:
The batteries were returned to heartware for visual and functional examination. The batteries were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the batteries performance in relation to the reported event. (B)(4) passed visual and functional examination; the reported event could not be duplicated at the bench level. However, a review of the controller log files confirm the reported event as a controller power-up and motor start event were logged. Visual and functional examination of the batteries (B)(4) were not conducted as testing and investigation of similar battery performance issues was performed and corrective actions implemented. Routine battery testing of these batteries was not conducted as it is not expected to provide any new information. It has been demonstrated that this issue is most likely related to a faulty internal cell pair.

Event description:
Approximately four months after the implantation, the vad coordinator was contacted and notified that the pump had lost power when the patient was replacing one battery. It was reported that the patient experienced syncope, but after the nurses changed the batteries, consciousness returned. A preliminary review of the controller log files revealed a loss of power on the reported event date.